Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. The display on the animas pump reportedly has missing segments. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. The pump was returned to animas for evaluation. The results of the investigation were as noted: the ¿up¿ keypad button responded intermittently. There was contamination under the contrast and up button. The display is observed to be dim and reddish.